Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 9cm distal to the is-1 connector pin into two fragments. Both fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed severe damages to the lead body, which resulted most likely from the explantation procedure. Furthermore, the lead insulation demonstrated abrasion marks. During the electrical analysis, the dc resistances of the received conductor fragment/s were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Low impedance was observed on this lead on (B)(6) 2019. The lead was programmed unipolar and remained actively implanted. The lead was explanted on (B)(6) 2019 due to noise and oversensing.